Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon performed a central venous port implantation procedure on (B)(6) 2016 and the topical skin adhesive was used on the patient. During the procedure, a broken glass piece came out when cracking the glass ampule of topical skin adhesive, and the surgeon injured his finger tip, which was treated with a band-aid by himself. There were no adverse consequences to the patient reported. No skin infection either to the surgeon or the patient was reported. No further information is available.

Manufacturer narrative:
Date sent to FDA: 10/24/2016. The actual sample was returned for evaluation. Visual evaluation of the applicator shows a crushed ampoule. Dried formulation is observed on the butyrate tube. Filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the butyrate tube. All the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube".